Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered that the reagent mixer paddle was worn and appeared to have been rubbing on either the cuvette or the wash cup. The fse replaced the mixer paddle and performed alignments to resolve the issue. Results: mixer paddle.

Event description:
The customer reported obtaining false high iron (fe) results for two (2) patients, over two different days, from the unicel dxc 660i synchron access clinical system. This report references the event which occurred on (B)(6) 2013; please refer to medwatch report #2050012-2013-00695 for a report of the event which occurred on (B)(6) 2013. The customer stated that the instrument generated a false high fe result for one (1) patient on (B)(6) 2013 but the result was not reported out of the laboratory. There was no change or affect to patient treatment in connection with this event. Subsequent repeat of the patient sample produced lower fe result which was reported out of the laboratory. The customer stated that the instrument was occurring intermittently for the last month. The customer provided an example of a quality control (qc) high flier which was generated on (B)(6) 2013. The instrument generated fe qc result of 503 ug/dl which was 273 ug/dl upon repeat. All levels of qc recovered within the laboratory's established ranges on the day of the event.